Event description:
It was reported that a right ventricular leadless pacemaker (lp)was unable to dock to the delivery catheter during initial implant. The entire catheter had to be manually rotated to retrieve the lp. Both the lp and the catheter were replaced to complete the procedure. Patient had no consequences and was stable.

Manufacturer narrative:
Correction: h11: reported event of a connection problem was unconfirmed. Visual inspection of the device found no anomaly on the helix, the helix length was within specification. The inner diameter of the device docking button where the bullets on the tether interact was within specification. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Further analysis performed found no anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
Reported event of a connection problem was unconfirmed. Visual inspection of the device found no anomaly on the helix, the helix length was within specification. The inner diameter of the device docking button where the bullets on the tether interact was within specification. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Further analysis performed found no anomaly.